Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned in two segments inside a sample container. Solution is dried on both surfaces of the optic and haptics. Both haptics are adhered to the optic surface with solution. The optic is torn/split-cut and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images, these may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, unable to drive, reduced near visual acuity and positive dysphotopsia. Clinical reason for explant was refractive error/ dysphotopsia. The iol was exchanged for non-company lens model with same diopter 11 months 21 days following the initial implant procedure. As per surgeon's prognosis good postoperative appearance. Post iol exchange yag laser was performed. There was no harm to the patient and the patient's issue was resolved. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).